Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt reported blood glucose results of 193 mg/dl and 151 mg/dl with the rported meter, performed within 10 minutes of each other. The pt also reported obtaining a 110 mg/dl on another meter. The pt neither alleged harm nor experienced injury or medical intervention. The customer representative walked pt through two consecutive control solution tests and both results fell outside the specified range. Based on the onfo supplied by the pt. There is an indication that the product malfucntioned and that the event meets criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.